Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the blue let of a gamcath dolphin catheter was observed cracked ¿and is about to break in a catheter in the patient who had a ¿cdk¿ inserted¿. The cdk was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.